Event description:
I've been having problems since essure placement. Hives, inflammation, increased allergy, crp. Symptoms like auto immune disease. Pain in abdomen, bloating and weight gain. Can't find a dr to remove them. Was told the only way to have them taken out is to have my uterus removed. FDA safety report ID# (B)(4).